Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left coronary artery with mild calcification. The 2.00x18mm xience sierra stent delivery system (sds) was attempted to be advanced to the target lesion; however failed to advance and the stent was noted to become dislodged from the balloon inside the patient. The stent did not completely come off the delivery system. Therefore, the stent was able to be removed from the patient with the delivery system. There was no adverse patient sequela and no clinically significant delay reported in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.

Event description:
Subsequent to the initial filed report, the following information was provided: return device analysis was unable to confirm the reported partially dislodged stent, as the stent was stationary on the balloon in between markers. The account did confirm the correct device was returned and the flared stent struts found by return device analysis may have been what was reported as partially stent dislodgement. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. The distal end struts were flared. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance and stent dislodgement. It should be noted that the reported stent dislodgement was not confirmed during return analysis; however, it is possible the material deformation (flared struts) of the stent was identified as a dislodgement by the account. There is no indication of a product quality issue with respect to manufacture, design or labeling.